Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a device history review was conducted for lot number 9050834. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that leakage occurred at catheter and hub junction with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing intravenous infusion treatment, the patient with no. 6 bed, fluid leakage was found at the junction of the catheter and the puncturing guide tube, and the closed indwelling needle was immediately replaced.